Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the patient went to the emergency room with overdose symptoms after a refill with a possible pocket fill. The office said that they did not believe it was a pocket fill. The patient stated that they did not take anything as far as the overdose was concerned. The office was instructed to look up the telemetry report to make sure the programming was correct, and everything was correct. The only thing that was left to check was the actual versus expected volume. The issue was resolved at the time of the report.